Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device from the product issue date is - 6 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that no external power and a low voltage hazard alarms were observed. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log and observed one low battery hazard on (B)(6) 2018 at 17:32, and two low battery hazards on (B)(6) 2018 at 02:40:50 and 02:40:51 due to the mobile power unit losing power. The additional information was requested but not received.

Manufacturer narrative:
Mobile power unit (mpu) remains in use and not expected to be returned for an evaluation. Evaluated by technical service, the analysis could not determine a root cause of the no external power alarm events captured in the system controller log file. To date, the mobile power unit associated with the event was unavailable for an evaluation and the complaint file will close accordingly. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.